Event description:
It was reported by the customer that the cardisoave intra-aortic balloon pump (iabp) had high pitched noise coming from battery. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.